Event description:
Customer reportedly obtained a result of 594 mg/dl on the advantage system while a professional device read 194 mg/dl within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.